Manufacturer narrative:
Follow-up # 1 date of submission 08/05/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2016 with the following findings: during investigation, the complaint of a cloudy display was not observed. There was moisture corrosion observed in the battery canister and on the battery cap. A leak test failed due a battery compartment leak. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and evidence of moisture corrosion was found to the cgm module and the printed circuit board on the piezo circuit.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.